Event description:
It was reported that the touchscreen was cracked, and the screen remained black after plugging the pump. No information was provided regarding the impact on the customer's blood glucose level. Customer reverted to using an alternate method of insulin therapy.